Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument showing carryover between samples. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 23sep2020 to date 23sep2021. Complaint trend: there are 3 complaints related to the issue of high carry over; date range from 23sep2020 to date 23sep2021. Manufacturing device history record (DHR) review: DHR part #663518 serial # (B)(6), file #663518-663518-z663518000110-107029905-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover was due to a blockage in the pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to carryover and leakages. The customer had initially reported the sample carryover and an fse (field service engineer) was dispatched to confirm the issue. The fse removed the sample tube from the sit and the fluidic side panel before finding that the pinch valve tubing was pinched shut. The fse replaced the pinch valve tubing, verified that the sit flush protocol was working, and confirmed that the instrument was functioning as expected with cs&t and abort count tests. No parts were requested for evaluation as the replaced tubing is not returnable and was discarded. Although the instrument was being used for clinical tests, the customer confirmed that the erroneous results were not used in the treatment of the patients. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02126532, case # (B)(4). Install date: 09nov2020. Defective part number: n/a. Work order notes: subject / reported: tube carryover. Problem description: caller reports that they had another cytometer with this issue and now this cytometer is doing the same thing. Work performed: removing sample tube after acquisition - sit dripped sheath fluid. Removed fluidic side panel. Removed sit flush tubing from pinch valve - tubing had permanently pinched closed. Replaced sit flush tubing. Verified sit flush functioning properly. * verified system performance. Ran cs&t pqc = passed. Ran abort count = 0.21%. Cause: sit flush tubing had permanently pinched closed. Solution: instrument running as designed. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no? Tfs ID: 89169. ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs ID: 89227. ID: libivd-ra-247 3.1.25. Reg status: ivd; ruo. Hazard: instrument temporarily inoperable. Source: sit fmea. Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for¿peeksil¿tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil¿ ube and recommended replacement schedule. Reliability sit protocol. Reg link (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient? Yes, no? Root cause: based on the investigation results the root cause of the carryover between sample tests was due to a blockage within the pinch valve tubing. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a blockage within the pinch valve tubing. The fse removed the sample tube, fluidic side panel, and pinch valve tubing to confirm the issue. The pinch valve had been pinched shut, so the fse replaced this tubing and reinstalled the removed parts. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported while using facslyric 3l12c instrument usivd there was carryover. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is tube carryover. (B)(6) : (B)(6) 2021 22:10:07 (gmt) customer problem: getting tube carryover. Steps taken with customer/troubleshooting: caller requesting a dispatch as this happened on their other machine and it needed a dispatch. Next steps (if necessary): referring case to field service per customer request. Are you using this product for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? Yes. Software version? Unknown was there a fluidic leak or spill? No caller reports that they had another cytometer with this issue and now this cytometer is doing the same thing.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using facslyric 3l12c instrument usivd there was carryover. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is tube carryover. (B)(6): (B)(6) 2021 22:10:07 (gmt) : customer problem: getting tube carryover. Steps taken with customer/troubleshooting: caller requesting a dispatch as this happened on their other machine and it needed a dispatch. Next steps (if necessary): referring case to field service per customer request. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? Yes. Software version? Unknown. Was there a fluidic leak or spill? No. Caller reports that they had another cytometer with this issue and now this cytometer is doing the same thing.